Event description:
Boston scientific received information that high our range impedances were noted on the atrial channel as well as unsatisfactory sensing and pacing. An atrial lead extraction and replacement was scheduled. Upon explanting this cardiac resynchronization therapy defibrillator (crt-d) and connecting a new atrial lead noise was noted on the atrial channel and impedances were again out of range. Further inspection noted that the proximal atrial setscrew of this device was faulty. A new device was implanted and all parameters were within normal specification. The explanted device was returned while the right atrial lead will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory visual inspection noted a broken torque wrench tip in the right atrial-ring setscrew hex slot as well as the retainer ring bent upward while its setscrew was against the retainer ring. It is likely that excessive force was used to retract the setscrews. The device was put through pacing, sensing, and shocking functions and the device met specification electrically. The clinical observation was most likely inadvertently induced.